Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("back pain"), dyspareunia ("pain during intercourse"), vaginal discharge ("irregular vaginal discharge") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (hysterectomy performed to remove essure on (B)(6) 2015). Essure was withdrawn. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, dyspareunia, vaginal discharge and procedural pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, dyspareunia, vaginal discharge and procedural pain to be related to essure. On (B)(6) 2014: ultrasound scan showed that one coil had shifted, or migrated within the fallopian tube. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal pain and abnormal heavy bleeding (seen as genital haemorrhage). A hysterectomy was performed to remove micro-inserts around 3 years after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". The patient's previously administered products included for an unreported indication: mirena from 2007 to 2010. In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain / menstrual pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses"), vaginal haemorrhage ("vaginal bleeding") and pelvic pain ("pelvic pain"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse"). In 2012, the patient experienced depression ("depression") and mood altered ("moody"). In (B)(6) 2012, the patient experienced alopecia ("excessive hair loss"). In (B)(6) 2012, the patient experienced vaginal discharge ("irregular vaginal discharge"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infections"). In 2015, the patient experienced hormone level abnormal ("hormonal imbalance"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), procedural pain ("painful post-operative recovery") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (hysterectomy performed to remove essure on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, procedural pain, hormone level abnormal, urinary tract infection, ovarian cyst, mood altered and pelvic pain outcome was unknown, the back pain, vaginal haemorrhage and depression had resolved and the vaginal discharge, vaginal infection and alopecia was resolving. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, mood altered, ovarian cyst, pelvic pain, procedural pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter and patient demographics were added historical drug were added. Updated suspect drug indication. Events hormonal imbalance, urinary tract infection, vaginal infections, ovarian cysts, vaginal bleeding, excessive hair loss, depression, moody, pelvic pain and did not have hsg performed following insertion of essure micro-inserts nos event outcome was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("abnormal heavy bleeding") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". The patient's previously administered products included for an unreported indication: mirena from 2007 to 2010. Concurrent conditions included depression, headache, bloating, lower abdominal pain, anemia, endometriosis, uterine fibroid, herpes simplex, sexually transmitted disease, pap smear abnormal and amenorrhea. On (B)(6) the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain / menstrual pain"). In march 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses"), vaginal haemorrhage ("vaginal bleeding") and pelvic pain ("pelvic pain"). In april 2012, the patient experienced dyspareunia ("pain during intercourse"). In 2012, the patient experienced depression ("depression") and mood altered ("moody"). In june 2012, the patient experienced alopecia ("excessive hair loss"). In august 2012, the patient experienced vaginal discharge ("irregular vaginal discharge"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infections"). In 2015, the patient experienced hormone level abnormal ("hormonal imbalance"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), procedural pain ("painful post-operative recovery") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (total vaginal hysterectomy bilateral salpingectomy). Essure was removed on 1-jul-2015. At the time of the report, the abdominal pain, pelvic inflammatory disease, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, procedural pain, hormone level abnormal, urinary tract infection, ovarian cyst, mood altered and pelvic pain outcome was unknown, the back pain, vaginal haemorrhage and depression had resolved and the vaginal discharge, vaginal infection and alopecia was resolving. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, mood altered, ovarian cyst, pelvic inflammatory disease, pelvic pain, procedural pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via medical records: uterine hemorrhage(confirming genital hemorrhage), pelvic inflammatory disease. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2018: mr received: pelvic inflammatory disease added as new event. Reporter, concomitant diseases updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 18-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal pain and abnormal heavy bleeding (seen as genital haemorrhage). A hysterectomy was performed to remove micro-inserts around 3 years after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.